Event description:
It was reported that there was high impedance, high threshold and an apparent lead fracture on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned in segments and analyzed. No anomalies were found. All conductors were stretched. All insulators pulled apart (overstress). The outer insulation was breached cut and there was a cosmetic depression noted. Blood was seen in/on helix/lobe mechanism (sleeve head). No fractures were found on the lead. A white substance, most likely calcium deposits are on the ring electrode.